Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they were having the device removed because they just didn't feel it helped much after they had traveled several times to get it adjusted. The patient stated they bumped into things they noticed it stung.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.